Manufacturer narrative:
The autopulse platform was returned to zoll on 10 jul 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message. There was no known impact or patient consequence reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 10 sep 2006. It has exceeded its expected service life of 5 years. Visual inspection of the platform upon receipt found physical damages. This observation is unrelated to the customer report of system error message. Evaluation of the platform revealed a system error, out of service, revert to manual CPR message during initial power-up. Additionally, missing pixels in the user control panel lcd was also noted. This issue is unrelated to the system error message. Both issues are due to a defective processor board. The archive data was reviewed and confirmed the report of system error message. After replacement of the processor board, the device was examined and found a no brake operation. This is unrelated to the system error message. The power distribution board was replaced to remedy the no brake operation issue. After replacement of the damaged parts, the platform was functionally tested and passed all testing specifications. The platform operated with continuous compression without any issues or error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).